Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap oophorectomy, there was a hole in the bag. To correct this condition, another device was opened. The patient was not injured.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation one device opened by the account opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device demonstrated a tear at the bottom of the bag. The tear was along the seam of the bag. There were vertical stretch marks noted originating from the torn area of the bag. The metal ring had plastic remnant on it and the black shrink tubing was intact. The plunger and metal ring advanced and retracted properly. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the torn bag, the reported condition was confirmed. Replication of the observed condition may occur if the bag is subjected to a pulling or stretching force, thus rupturing the seam. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.